Event description:
C2 driver failed system check twice.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two system check failures observed by the customer for the left zero flow supervisor. This result is expected to be zero, however, there was flow over zero detected. Visual inspection of internal and external components found no abnormalities. Companion 2 driver passed all areas of functional testing for acceptance at incoming inspection. Flow above 1l/m from the left mass flow sensor has historically been due to an issue with the left mass flow or its associated cable. The cable, heat shrink tubing and zip tie used to secure the cable, as well as the connector ends were all inspected for damage or misalignment. No abnormalities or signs of damage were found. An additional five system checks were performed on the driver with passing results. The customer complaint was not replicated. Failure investigation for this complaint confirmed the reported issue from data file review. The customer complaint was not replicated; the root cause of the reported system check failures was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found. The device was not supporting a patient at the time of the complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
C2 driver failed system check twice.